Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had broken out in a rash all over her back and between her shoulder blades. It was reported that the rash was red, itchy and the cause of much discomfort. The patient's physician prescribed nystatin topical powder for the rash. Follow-up indicated that the rash has slightly improved.